Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The cause for hospitalization was not provided. Customer declined to provide additional information, and declined troubleshooting with tandem technical support. There was no reported impact to customer¿s blood glucose level.